Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an ipg replacement on (B)(6) 2020, (related manufacturer reference number 3006705815-2020-32808) fluid was noted in the ipg pocket site. Cultures were negative for infection. Surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was replaced resolving the issue.